Manufacturer narrative:
A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections.this document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"After use of the device, the patient died after aorta puncture. Additional information will follow as soon as possible." 11/17/2014 - no additional information allowed to request to (B)(6) per regional sales manager (B)(4).

Event description:
On 11/28/14 additional information from hospital.appendectomy - "during surgery for an appendectomy under open laparoscopy, the patient presented a shock following placement of the trocar. The device used was an obturator with shielded blade that is not equipped with safety system that limits the insertion depth of the device."

Manufacturer narrative:
Additional information - on event description.investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All obturators are thoroughly inspected 100% for functionality during the manufacturing process. This document represents our final report.